Event description:
A bipap avaps device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the service center, the device was visually inspected, and evidence of foam degradation/particles was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.